Event description:
It was reported that on (B)(6) 2007, the patient underwent an interventional stenting procedure in an 80% stenosed, heavily calcified, left internal carotid artery with one rx acculink stent. On (B)(6) 2007, the patient experienced a visual disturbance with partial hemianopia. There was no reported treatment given and the patient was discharged home on (B)(6) 2007. The patient's visual disturbance resolved on (B)(6) 2007. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of visual disturbance is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.